Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No on-site investigation was requested. The healthcare facility reportedly checked the ventilator with no anomalies noted and returned it to clinical use. Incomplete device logs were provided. The log confirms the reported alarms for low expiratory minute volume as well as alarms for high etco2. The most common cause of these alarms is leakage in the patient circuit or improper alarm setting. There are no technical error codes at the time of the event. In conclusion, there are no signs of a ventilator malfunction based on the given record and the in-house investigation. Most likely, a leakage in the patient circuit caused the reported event, for which the ventilator generated proper alarms.

Event description:
Manufacturer's ref #: (B)(4).